Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2phux serial# implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a new onset of protrusion of a cord-like palpable area to the left of their implanted neurostimulator battery placement site and pt had new pain from area which started within the last 2 days. Hcp said they fell in their home and hcp did not know whether or not the pt had an external handset to connect to ins. Hcp said the pt had multiple CT scans of pelvis and the ins and lead were not visible. The patient was redirected to their healthcare provider to further address the issue.